Event description:
This lead was implanted on 9/5/03 and capped on (B)(6) 2011 due to loss of capture with thresholds greater than 6v@ .5ms. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).